Manufacturer narrative:
Product analysis conclusion; a section of a fractured endoanchor was visible in the applier housing. There was no damage observed to the applier. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.43v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax07 drive motor operation time-out, 0bx13 rewind, 0cx09 brown-out tripped, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. On pressing the forward button, the fractured endoanchor was partially deployed and removed manually. Another endoanchor was loaded and deployed with no issue noted. The applier functionality was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli fx endoanchors were implanted in an unknown endovascular procedure. It was reported that two endoanchors were successfully implanted, but the physician was unable to load the third endoanchors. A new device was used and the patient received treatment. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.